Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation due to atrial undersensing. Programming changes were made. The device remained implanted.